Event description:
At first when unit was plugged into ac charger no led's were lit and a constant low alarm was heard. Unit did not power up. After opening, unit power up with an erratic display and kept resetting itself.